Event description:
It was reported that on (B)(6) 2022, the patient underwent an orthopedic procedure. The surgeon was operating a patient and was inserting a left femur nail, while inserting the helical blade, it was determined that the alignment was off. The nail and blade were removed and checked with the aiming arm and insertion handle on back table. It was determined that the insertion handle was bent. Another set was used to complete the surgery successfully. There was a surgical delay of ten (10) minutes. There was no patient consequence reported. This report involves one (1) tfna nail. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Therapy date: (B)(6) 2022. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: a device history record (DHR) review was conducted: manufacturing location: monument. Manufacturing date: 18-jan-2022. Expiration date: 31-dec-2031. Part number: 04.037.257s, 12mm/130 deg ti cann tfna 360mm/left- sterile. Lot number: 603p736 (sterile). Lot quantity:(B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4.